Manufacturer narrative:
(B)(4). Added additional information: after several requests, the device was not received for analysis. Being retained by account. Should the device be returned for analysis, a supplemental medwatch will be sent additional information received: additional questions were sent to the surgeon. Response received from clinical line manager/operating room advised: I spoke with the staff involved in this case. The assembly of the device was clicked with the blue grip 4 times. The generator kept displaying error codes and the scrub tech would take the device apart and reassemble as it malfunctioned. Initial surgery did not require blood products to be given. I have not been able to speak to (B)(6) to answer the surgeon's questions. Rep advised: the disposable was put on the hand piece vertically like an ice cream cone. The blue grip assist was not used. The generator did show an error code, but the staff in the room did not know or remember which error code was listed on the generator. I do not know the amount of blood loss. I have requested the user facility medwatch and will follow up with you as soon I as I receive it from them. Rep advised that she is working with scheduler at hospital to get on inservicing schedule - (B)(6) is booked. If unable to get on schedule, (B)(6) will do a mini-inservices. As to obtaining a copy of the medwatch form clinical line manager/or was getting (B)(6) a copy but she went out unexpectedly on early maternity leave. (B)(6) has been working with someone else to obtain a copy. As of today, she has not received a copy.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(6). Contacted risk management and requested a copy of the user facility medwatch submitted.

Event description:
It was reported that during a thyroidectomy procedure the surgeon was having difficulty with three devices stopping activation. He was able to complete the procedure with the third device. The patient was returned to the o.r. Later that evening due to a post op leak. The patient was required to have an additional procedure at that time. No additional information was given to the sales rep at this time. The patient has been released home with no additional outcomes reported. The devices are being held by risk management.